Event description:
Corrosion on contact points for air hose on bair hugger 750 s results in false readings on temperature sensors. When this occurs, unit goes into "overtemp" error condition which stops therapy.